Event description:
It was reported one month post implantable pulse generator (ipg) change that the patient developed a pocket infection and erosion. A drain was used to removed fluid. The ipg system was removed and replaced with a leadless implantable pulse generator (ipg). Medication was administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.